Event description:
Customer called lxn alleging their meter would not start the countdown, therefore, would not obtain their blood glucose result. Pt did not allege harm or any injury. The issue was not resolved with troubleshooting. No further information has been reported.